Event description:
It has been reported to company that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and a guide wire was also advanced at the same time using the parallel wire method. The physician attempted to inflate the occlusion balloon, but it would not inflate. The physician noticed that the alignment of the wire was incorrect and re-positioned it correctly into the adapter and inflated the occlusion balloon. The physician inserted the stent delivery catheter and started to place the stent and the occlusion balloon deflated unexpectedly. The physician continued the case without protection. The pt is reported to be fine.